Manufacturer narrative:
No conclusion code available; the device was returned without the programmer and visual examination revealed no anomalies. The device was received at eri and the device image was obtained and reviewed. A longevity calculation was performed and revealed that the battery depletion was normal based on device usage. Electrical evaluation and a review of battery voltage trends were normal. The reported event of programmer longevity estimation error could not be confirmed and based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The elective replacement indicator (eri) alerted the patient earlier than expect as the battery longevity was overestimated by the merlin programmer at previous follow-up appointments. The device was explanted and replaced. The patient was in stable condition.